Event description:
It was reported that the at home monitoring system, for this patient showed a red blinking light. It was determined that the red light was a result of an out of range pace lead impedance (pu) measurement. Pli trend data shows that the right ventricular (rv) lead measurement was less than 200 ohms. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).